Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('I was bleeding') and systemic lupus erythematosus ('autoimmune disorder type of disorder: arthritis; r/o lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included overweight. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), incontinence ("bladder or urinary problems or changes:incontinence"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemic"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain upper ("stomach pain"). In march 2015, the patient experienced alopecia ("hair loss"), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis ("autoimmune disorder type of disorder: arthritis; r/o lupus"). In april 2015, the patient experienced depression ("hormonal changes describe: depression") and mood swings ("hormonal changes describe:mood swings"). In april 2017, the patient experienced eye disorder ("allergic or hypersensitivity reaction type: eye blisters"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss: not specified/weight gain"). The patient was treated with fluoxetine hydrochloride (prozac), ibuprofen and surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain upper had resolved, the genital haemorrhage, depression, mood swings, vaginal haemorrhage, menorrhagia, eye disorder, female sexual dysfunction, incontinence, migraine, anaemia, dyspareunia, weight increased, alopecia, dysmenorrhoea and fatigue had not resolved and the systemic lupus erythematosus and arthritis outcome was unknown. The reporter considered abdominal pain upper, alopecia, anaemia, arthritis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, incontinence, menorrhagia, migraine, mood swings, pelvic pain, systemic lupus erythematosus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted- previously insertion date was given as (B)(6) 2013 and current (B)(6) 2013. Current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received: events autoimmune disorder type of disorder: arthritis; r/o lupus, stomach pain were added. Event pelvic pain outcome updated. Event bladder or urinary changes pt was updated to incontinence. Event urinary changes removed. Event weight fluctuation pt was updated to weight gain. Treatment drugs added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes:incontinence"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemic"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain upper ("stomach pain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), systemic lupus erythematosus ("autoimmune disorder type of disorder: arthritis; r/o lupus") and autoimmune arthritis ("autoimmune disorder type of disorder: arthritis; r/o lupus"). In (B)(6) 2015, the patient experienced depression ("hormonal changes describe: depression") and mood swings ("hormonal changes describe:mood swings"). In (B)(6) 2017, the patient experienced eye disorder ("allergic or hypersensitivity reaction type: eye blisters"). On an unknown date, the patient experienced genital haemorrhage ("I was bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti") and was found to have weight increased ("weight gain / loss: not specified/weight gain"). The patient was treated with fluoxetine hydrochloride (prozac), ibuprofen and surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain upper had resolved, the genital haemorrhage, depression, mood swings, vaginal haemorrhage, menorrhagia, eye disorder, female sexual dysfunction, urinary incontinence, migraine, anaemia, dyspareunia, weight increased, alopecia, dysmenorrhoea and fatigue had not resolved and the systemic lupus erythematosus, autoimmune arthritis and urinary tract infection outcome was unknown. The reporter considered abdominal pain upper, alopecia, anaemia, autoimmune arthritis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, systemic lupus erythematosus, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted- previously insertion date was given as (B)(6) 2013 and current (B)(6) 2013. Current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received. Reporter's information added. Event: uti were added. Event: genital hemorrhage , autoimmune disorder type of disorder: arthritis; r/o lupus was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('I was bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("hormonal changes describe: depression"), mood swings ("hormonal changes describe:mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), blister ("allergic or hypersensitivity reaction type: eye blisters"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight gain / loss: not specified"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, depression, mood swings, vaginal haemorrhage, menorrhagia, blister, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, anaemia, dyspareunia, weight fluctuation, alopecia, dysmenorrhoea and fatigue had not resolved. The reporter considered alopecia, anaemia, bladder disorder, blister, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted- previously insertion date was given as (B)(6) 2013 and current (B)(6) 2013. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received- previously reported event¿ injury¿ was updated to ¿pain¿, new events- depression, mood swings, abnormal bleeding ( vaginal, menorrhagia), eye blisters, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, anemic, dyspareunia (painful sexual intercourse), weight gain / loss: not specified, hair loss, bleeding, dysmenorrhea (cramping), fatigue and she did not undergo any essure confirmation test. Medical history, reporter, patient demographic were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.